Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, small black flakes were observed in the battery compartment. These were determined to be from the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. Reportedly, there were black flakes in the battery compartment and on the battery cap when the pump was received new. It is unclear at this time if the flakes indicated damage to the pump or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.